Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient had a full blown revision because the neck had broken. All hip components were replaced with zimmer products.